Event description:
It was reported, the patient experienced a shocking or jolting sensation. The device was to be explanted, but no date was scheduled. Additional information received clarified that the patient had effective therapy, but wanted explant for issues unrelated to spinal cord stimulation. Patient outcome was not provided.

Event description:
Additional information received reported the patient's system was "technically performing within normal parameters." No further info rmation was available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37752 lot#, serial# (B)(4), product typ recharger product ID 37743 lot#, serial# (B)(4), product typ programmer, patient product ID 3708260 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension product ID 3708240 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension product ID 3487a-33 lot#, (B)(4) serial#, implanted: 2008 (B)(6), explanted: product typ lead product ID 3487a-33, lot# (B)(4) serial#, implanted: 2008 (B)(6), explanted: product typ lead. (B)(4).